Event description:
The device was used during an unspecified procedure on the lungs. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.